Event description:
It has been reported to philips that the system gave an error message of ¿exposure not possible reselect application¿. The system was in clinical use, getting ready to start a procedure at the time of the reported event. The patient was moved to another room for the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed, and the patient was moved to another room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an error message of ¿exposure not possible reselect application¿. The philips field service engineer (fse) visited onsite and upon functional testing, the fse tried to validate database and found that the xper batch verification failed. The fse send the logs to nss and required assistance. Upon further investigation, the fse checked the m cabinet and found that the bc block for the frontal live was not lit with the leds but the bc2 block for the lateral live was lit. The fse swapped the power at the nc swapping x11 and x12 and after that there was no power to the lateral live but was power to the frontal live. The fse confirmed that the power supply in the m cabinet was defective. The cause of the power supply failure could not be conclusively determined by the supplier's part analysis however, the replacement of the power supply by the fse resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.